Event description:
Additional information was received indicating high out of range shock impedance measurements continue to be observed. No adverse patient effects were reported.

Manufacturer narrative:
Technical services discussed the lead is a single coil lead which would have higher impedance measurements than a dual coil lead. Technical services also discussed the impedance trend showed an impedance increase since implant and that could be due to fibrosing in the lead. The available information suggests this device and lead remain in service. Should additional information become available this report will be updated.

Manufacturer narrative:
The local area sales representative reported the physician was aware of the ongoing high shock impedance measurements. The patient had previously been seen in clinic and will continue to be monitored. Records indicate these products remain in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that a latitude alert was issued for this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead due to a shock impedance measurement greater than 125 ohms. The patient was seen in clinic and the measured shock impedance was 115 ohms. No adverse patient effects were reported.